Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 1 unknown nail. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the placement of a short trochanteric fixation nail (tfn) the surgeon could not get the drill bit to engage with the tfn. The 135 degree aiming arm and insertion were removed and reattached and the drill bit was still drilling anterior to the desired position to meet the nail. The surgeon unsuccessfully tried to complete the hole free handed for the distal locking screw. The surgeon elected to not use a distal locking screw. There was a ten minute delay reported during the reassembly process to try to correct the alignment issue. The surgery was completed successfully with 10 minutes delay. This report is for 1 unknown nail this is report 8 of 8 for (B)(4).